Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with blood glucose rising to 355 mg/dl after announcing a higher-than-usual meal and attempting another meal announcement as a correction. Symptoms included no acute clinical effects. Outcomes included elevated glucose outside the target range for several hours without the need for medical intervention. Investigation included customer care troubleshooting and guided replacement of the insulin cartridge and contact detach infusion set. Investigation of this case revealed no visible issues at the infusion site such as kinking or leakage, and glucose subsequently trended down to 137 mg/dl after the cartridge and set change. It was concluded that the event was consistent with hyperglycemia of unclear cause that resolved after replacement of delivery components and continued system use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.